Event description:
At 3 years and 7 months from the primary, the patient came in reporting instability due to hyperextension of the knee and the cause is unknown. The surgeon revised the 12mm insert with a 17mm insert and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 30 november 2023: lot 180431: (B)(4) manufactured and released on 04-mar-2019. Expiration date: 2024-02-19. No anomalies found related to the problem. To date, (B)(4) of the same lot have been sold with no similar reported event during the period of review.